Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and confirmed a large leak. The resolution is unknown because the customer biomed declined to provide further information. No report of patient involvement.

Event description:
The hospital reported a failure of the unit to operate as expected. There is no report of patient involvement.